Event description:
Complainant alleged that while attempting to defibrillate a pt the device displayed a "poor pad contact" message. The medic then pressed on the center of the electrode pad and the device charged the energy. The medic removed their finger from the electrode pad and the device discharged the selected energy. At this time an arc was observed. It was reported that the pads were properly attached and there were no evident air pockets. Complainant indicated that the pt subsequently expired, however it was not related to the reported malfunction.